Event description:
Hospital advised that during an ECMO procedure on a patient the pump alarmed and shut down. All four channels were in operation at the time. The pump had been operating on the patient for a day prior to this event. The nurses replaced the pump. The rates were set as follows: 1.8cc/hr, 2.8cc/hr, .4cc/hr, 3.5cc/hr. It is unknown which channels were operating at which rates. Biomedical engineer indicated that the pump displayed error codes 849, 407, 307, 107, 207, and 885 then started to alarm. These error codes were in the error log when biomed looked at the pump. There was no patient consequence.